Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Corrected data. G3 - PMA/510(k) #. D2 - device product code (FDA product code classification). D4 - UDI-unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Manufacturer narrative:
Event date is estimated. The method, results, and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient had their ipg replaced due to the ipg being inoperable. The patient's ipg had been dead for approximately three years. Surgery addressed the issue.